Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in the endovascular treatment of a unknown sized thoracic aortic aneurysm.  It was reported that on the date the patient returned for follow-up, it was noted the peripheral side of the navion had migrated and a type ib endoleak occurred. Since there was a slight enlargement in the diameter of the aneurysm, intervention was performed and two valiant captivia stent grafts were implanted as treatment. This resolved the endoleak. The procedure was completed without any issues.  As per the physician the cause of the event was anatomy. It was said  the aneurysm was on the greater curvature side and it is highly possible that the device was buried in a thrombus on the inner wall of the aneurysm. No additional clinical sequalae were provided and the patient is fine.